Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "downstream occlusion" high alarm. A downstream occlusion sensor (dso) pressure range test was conducted and the reported issue was unable to be confirmed. The pump passed dso pressure range test at 26.4 psi. The event log confirmed multiple downstream occlusion alarms. It was recommend that the faulty dso sensor be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure by 28.04 psi. This issue was discovered during testing and there was no patient involvement.